Event description:
Boston scientific received information that this patient is undergoing radiation treatments, and upon device interrogation, it was noted that the longevity remaining went from 7 years remaining to 5.5 years remaining. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.